Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information in d4 and h6. The device was not returned to olympus for inspection and therefore the reported event was not confirmed and a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the distal part of the hysteroscope's sheath broke inside the uterus. The part was removed from the patient without noticeable injury or visible consequences. No reports of further patient harm.